Event description:
It was reported that the cannula sheath tip of the bd insyte¿ autoguard¿ bc shielded IV catheter had "extra plastic" on it. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. Review of DHR revealed all required challenge samples, set-up and in process testing was perform in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Investigation conclusion: the defect catheter tip integrity; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula sheath tip of the bd insyte¿ autoguard¿ bc shielded IV catheter had "extra plastic" on it. There was no report of exposure, injury, or medical intervention.